Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, abnormal resistance was encountered with a 5f mynxgrip vascular closure device (vcd), preventing the deployment of the sealant. The issue occurred when the shuttle was detached and advanced when attempting to deploy. Consequently, the product was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The sheath as not kinked/bent. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, abnormal resistance was encountered with a 5f mynxgrip vascular closure device (vcd), preventing the deployment of the sealant. The issue occurred when the shuttle was detached and advanced when attempting to deploy. Consequently, the product was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The user was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath as not kinked/bent. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with the stopcock in the open position. The syringe used with the unit was returned connected to the device; however, the procedural sheath was not returned. The sealant was returned still mounted on the distal portion of the unit on the proximal end of the balloon, and the advancer tube was returned in its manufactured position, concluding that the deployment mechanism was not completely activated. The device was inspected for damages that may have contributed to the reported event, and no anomalies were observed to be considered as a possible attributable cause. A functional analysis was executed to correctly perform the deployment mechanism triggering by advancing the advancer tube from the manufactured position to a simulated deployment position. The shuttle was able to be advanced and retracted to the black handle without issue. The advancer tube was properly engaged to the proximal tamp lock and could be displaced to the distal portion as expected per the device¿s intended use, resulting in the correct deployment of the sealant. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced fully to deploy the sealant during functional analysis. However, it is possible that the issue experienced could have been caused by premature swelling of the sealant, concomitant device factors (such as a kinked/bent procedural sheath, which was not returned for analysis) and/or handling factors. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.